Event description:
The powerflex pro balloon was used to dilate a calcified in-stent restenosis of a non-cordis stent in the iliac vessel. The balloon had prepped normally. Upon inflation,the balloon ruptured. The doctor could not recall at what pressure this occurred, but it was still below nominal pressure. The balloon showed a circumferential rupture. There were no potential adverse events. The event was reported the day after the procedure and the product packaging, including lot, had been discarded. No additional information is available. The product will be shipped for evaluation.

Manufacturer narrative:
Information received from an account indicated that an 8mm x 4cm powerflex pro balloon burst during a percutaneous angioplasty. The powerflex pro balloon was used to dilate a calcified in-stent restenosis of a non-cordis stent in the iliac vessel. The balloon had prepped normally. Upon inflation, the balloon ruptured. The doctor could not recall at what pressure this happened, but it was still below nominal pressure. The balloon showed a circumferential rupture. There were no potential adverse events. The event was reported the day after the procedure and the product packaging, including lot, had been discarded. No additional information is available. One non sterile catheter powerflexpro 8mm4cm 80 was received coiled inside a plastic bag. A burst was found in the proximal section of the balloon. No other anomalies were noted along the device. A leak test was not performed due to the balloon condition. Sem results showed that the balloon external surface exhibited evidence of abrasion near the tear edge. The balloon internal surface exhibited no evidence of damaged. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot was not performed since lot number was not provided. The reported customer complaint of balloon burst was confirmed through failure analysis. Review of the analysis and the reported information suggests that lesion characteristics (calcified in-stent restenosis) may have contributed to the reported event. There is nothing in the event description or the analysis to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken. One non sterile catheter powerflexpro 8mm4cm 80 was received coiled inside a plastic bag. A burst was found in the proximal section of the balloon. No other anomalies were noted along the device. A leak test was not performed due to the balloon condition. Sem results showed that the balloon external surface exhibited evidence of abrasion near the tear edge. The balloon internal surface exhibited no evidence of damaged. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot was not performed since lot number was not provided.

Manufacturer narrative:
The lot number was unknown. The device has been returned for analysis, but the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.